Event description:
Patient reported that the livongo blood pressure monitor was giving her high readings. Patient contacted their physician and had medication adjusted based on these high readings. Patient later went to the doctor after receiving a high reading and had their blood pressure checked in the office and it was lower than the livongo monitor.

Manufacturer narrative:
Although the patients medication was adjusted due to the readings that were suspected to be high there was no reported adverse event or reactions due to the medication adjustment. The device was returned to the manufacturer and testing was performed. The device performed as intended and no problems were found. Root cause of the reported event was unable to be determined.